Manufacturer narrative:
The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to the device powering off without user input. Service evaluation verified the device powering off without user input. The cause was identified to be a metal scanner bracket screw not screwed in all the way causing the device to power off. Nylon screws were installed in the repair process to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device was found to power off without user input. There was no patient involvement. No additional information is available.